Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed no image during preparation of an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head showed no image while being used with the video tower during preparation of an unknown procedure. The video tower was working as intended tested when tested with another camera head. The procedure was completed using a similar device with no real delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d10, g3, h2, h3, h4, h6 and h11. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: device had a black image when connecting the camera head, a problem was found at the cable connector. The most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.